Event description:
An experienced lens wearer reportedly inserted a fresh pair of lenses. After several hours the pt experienced "diffuse vision" and decided to remove the contact lenses. The next day the pt inserted a new pair of contact lenses and the diffuse vision recurred. Reportedly, two hours later the pt had to take off the contact lenses due to burning. Pt went to an ophthalmologist who diagnosed corneal staining and slight pressure pain. "Ophthalmologist prescribed dexpanthenol (inn ) and recommended not to wear contact lenses any longer. "Since there was no improvement pt was admitted to hosp the following month. Vision at that time was below 0.3 and doctor prescribed the antibiotic ofloxacin (inn, drug for treatment of infections caused by chlamydia) and for prophylactic reason also acyclovir (inn, drug used to treat keratitis caused by herpes-simplex-virus). "The vision improved during the treatment from 0.3 to 0.6 and is now at 0.85 and the opacity of the lenses is nearly eliminated." Reported as MDR due to hospitalization and reported corneal opacity. Product evaluation: one sealed blister, two lenses in a lens case and two opened/empty blisters were returned. The parameters of the suspect lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No visual attributes were observed. There was not enough solution from the sealed blister to test the ph and conductivity. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specifications. All sterilization requirements were successfully completed.